Event description:
It was reported, the patient did not have therapeutic effect. When the stimulation was turned on the patient reported no stimulation sensation and she was not getting a signal when she needs to go. No trauma or falls were related. The patient had an "abnormality" in her urine sample last week when she saw her urologist. The patient had made a follow up appointment with her urologist. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns regarding the device, but was working with her doctor. It was noted that the patient did not think the device was going to help, but "would keep trying." Two days later, it was reported that it was believed that no intervention had taken place and there was no known cause of the event. Two weeks later, it was reported that the patient could feel a "tiny prick" once in a while. The reporter stated that the patient never had therapeutic effect. It was noted that the patient experienced symptoms of loss of bladder control and incontinence. It was reported that therapy helped sometimes and sometimes it did not. It was unclear if the patient had some therapeutic effect or no therapeutic effect. The reporter stated that the patient did not feel she was getting 50% relief from symptoms. It was noted that symptoms occurred following the implant and were located at the perineum. The reporter stated that the patient didn't seem to have good results when others worked with the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v660709, serial# implanted: 2011 (B)(6), explanted: product typ lead. (B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. The patient stated that 'the device was never very effective' and 'she kept increasing the voltage up and the manufacturing representative reprogrammed the device, but she still had the same effect.' The patient experienced 'leakage.' Additional information was requested, but was not available as of the date of this report.